Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a luer lock syringe. The customer reports during a phlebotomy procedure while using the 20 cc syringe with a butterfly, an experienced tech was withdrawing the syringe plunger slowly using a one handed technique to collect the venous blood sample. The other hand was managing the butterfly needle which is common practice just in case the needle needs to be manipulated in a small vein. Once the 20 cc syringe was full of the required blood sample the plunger was near the top of the syringe, the plunger came out of the syringe causing a blood exposure to the pt and health care worker. The tech was applying a slight upward pressure to the plunger during this phlebotomy technique.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.